Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) was consulted and recommended replacement. The device remains in service. The plan is to explant the device in the future and implant a new device. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) was consulted and recommended replacement. The device remains in service. The plan is to explant the device in the future and implant a new device. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.